Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the synchron lxi 725 clinical system had a leak of unknown origin in the hydro area. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site, performed troubleshooting and replaced some hardware and primed the system. The fluid in the hydro area was cleaned and no more leaks were observed.